Manufacturer narrative:
Investigation: a failure was reported on a bd bactec 9120 instrument (p/n 445570, s/n, s/n (B)(4)). During the period of maintenance, the field service engineer (fse) found a false positive. No erroneous results were reported to doctors, and patients were not impacted. The issue was resolved by moving the position of the instrument to improve heat dissipation. This is an unconfirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for ub4981 is not needed due to the age of the instrument. Service history for ub4981 was reviewed and revealed no previous complaint related to false positives. The root cause was unable to be determined. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using bactec 9120 blood culture false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "during the period of maintenance,fse found that false positive so we intake this complaint manually, the issue was resolved via moved the position of the instrument to improve heat dissipation, instrument works normally. Have duplicate or differential tests been performed to confirm this result?: no. The customer did not repeat the test due to busy work recently. Did you report the abnormal results to the clinician? :no. Is any patient's treatment plan been delayed due to this result?: no."

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bactec 9120 blood culture false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "during the period of maintenance,fse found that false positive so we intake this complaint manually, the issue was resolved via moved the position of the instrument to improve heat dissipation, instrument works normally. Have duplicate or differential tests been performed to confirm this result?--no. The customer did not repeat the test due to busy work recently. Did you report the abnormal results to the clinician?--no. Is any patient's treatment plan been delayed due to this result?--no."